Manufacturer narrative:
This report is submitted june 29, 2017.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Troublshooting was performed; however, the issue could not be resolved. It is unknown whether there are plans to explant the device and re-implant the patient, as of the date of this report.